Event description:
Per the audiologist, the patient reportedly began resisting wearing the external processor in 2008. The results of an integrity test done in 2009 indicated a device failure.explant and reimplantation is planned, but had not taken place at the time of this report.